Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced abdominal pain five days after an unspecified surgery in which coseal was used. The patient was taken back to surgery and a large portion of pus was present in the area where coseal had been previously applied. On an unreported date, the patient was treated with unspecified antibiotics for the event. The patient's outcome was not reported. No additional information is available.